Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was activated by the surgeon accidentally. The patient incurred a one inch third degree burn under the left breast. Plastic surgery was required to prevent permanent impairment.